Event description:
It was reported that the flakes were coming out of smartlife transfer shield during the transfer of battery into the housing. The event occurred during a procedure on a side table within the sterile field. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the flakes were coming out of smartlife transfer shield during the transfer of battery into the housing. The event occurred during a procedure on a side table within the sterile field. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, plastic flakes came off, was confirmed. During the inspection the service technician observed one small fractured piece of plastic on the inside diameter of where the battery passes through. Based on the service evaluation, and a review of complaints with a similar reported event, a likely cause in relation to this event is a use error. Device is placed in parts retention.